Manufacturer narrative:
The referenced transplant was reported under medwatch MFR report# 2916596-2018-00891. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient was on suppressive antibiotics for an unreported amount of time for a chronic percutaneous lead (driveline) infection. The patient continued to take suppressive meropenem for the infection up until the patient received a transplant. The event date for the infection was not reported and has estimated. Additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the device and the driveline infection could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection was first noted on (B)(6) 2016. The driveline exit site was cultured and grew serratia marcescens. The patient was treated with a 7-day course of oral bactrim ds bid. Once bactrim was discontinued, the patient observed pus at the exit site and developed fevers and myalgias. The patient was subsequently admitted to the hospital on (B)(6) 2016 for further evaluation and treatment. Driveline tissue culture collected in or grew pseudomonas aeruginosa. A CT demonstrated fluid collection at driveline exit site and along length of internal driveline. The patient was started on intravenous (IV) cefepime and IV vancomycin and underwent driveline excisional debridement and repositioning on (B)(6) 2016 with wound vac placed to driveline exit site post-operatively. The patient was discharged on (B)(6) 2016 on a 6-week course of IV cefepime and followed by infection disease on an outpatient basis. After six weeks the patient was switched to oral ciprofloxacin to be taken for long-term suppression.